Event description:
It was reported that the insulin pump had cracks in it and that the customer experienced unexplained high blood glucose levels. The blood glucose reading was 259 mg/dl in the morning, and the customer had gone to bed with a reading of 102 mg/dl. The customer treated with a bolus for the high blood glucose after having consumed 12 grams of carbohydrates. She noted that a few hours later, she had a blood glucose reading of 158 mg/dl, which she treated with 1.5 units of insulin. Troubleshooting indicated that the insulin pump was working as designed. The customer found a bent infusion set cannula. Advised the customer to change the entire infusion set, reservoir and insulin. Advised replacement of the device due to the crack in the insulin pump's screen and casing. She was unsure how the damage occurred. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was unable to prime during prime/delivery test due to a problem related to back pressure sensor. The device was unable to perform the occlusion test due to prime anomaly. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube, and reservoir tube lip, as well as a minor scratched display window.